Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient was recovering.

Event description:
The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.